Event description:
Reporter alleged high glucose readings of 300-400 mg/dl and at 9 am meter read 500 mg/dl. It was reported customer went to the emergency room (ER) at 12 pm and their device read 137 mg/dl three hrs later so was given juice. Reporter then stated she was unsure the time between going to the ER and the original test and changed confused when reporting the info and allegedly the meter memory has a reading of 295 mg/dl where it was formally claimed to be 500 mg/dl. No med attention was reportedly received. A request was made for the return of the suspect device and replacement product was sent.